Event description:
The customer reported that the heartstart mrx had a faulty paddle tray. There is no indication of patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.